Event description:
Allegedly, broken modular neck. No information regarding surgery or trauma.

Manufacturer narrative:
Investigation is not complete. This is the same event as 3003379990-2006-00052 and 1043534-2006-00078.